Event description:
The technician alleged the head end brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.